Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper actuation issue could not be determined in this case. A definitive cause for the cardiac arrest could not be determined. The reported patient effect of cardiac arrest as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report gripper actuation, medical intervention, cardiac arrest and prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted an extremely large left ventricle and a heart transplant was recommended, but the patient refused and requested a mitraclip procedure. The first two clips were successfully deployed. Then a third clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets fine; however, the grippers would not drop. Troubleshooting was performed but failed. The cds was removed with the clip attached. Reportedly, the grippers were tested outside the patient and the grippers were not dropping. Another clip was deployed to complete the procedure. Three clips were implanted, reducing mr to 3-4. Overnight, the patient went into cardiac arrest. The patient was placed on extracorporeal membrane oxygenation (ECMO) and an impella was placed to treat the patient. The patient will remain hospitalized due to the ECMO. The physician stated that the malfunction of the grippers caused a clinically significant delay in the procedure and that the patient¿s ventricle was too large to undergo a mitraclip procedure. The three clips remain stable on the leaflets, and mr is 3-4. The patient is stable. No additional information was provided.